Event description:
A female patient underwent aaa repair in 2009. The patient received a zenith main body and three zenith iliac legs. The procedure was conducted without reported incident. Follow-ups were all clear via ultrasound imaging. Two months later, the patient underwent embolization in order to repair a large patent ima. Still no problems and no sign of a leak. The patient underwent a secondary procedure four months later. A week prior the patient came in with symptoms and a proximal type I endoleak was discovered (1820334-2009-00678). The graft seemed constrained but did not migrate. The physician initially planned to see if the problem could be solved by ballooning. The physician ballooned and it improved slightly but still a leak. He decided to use another manufacturer's cuff to repair the endoleak. The physician tried advancing the system and could not get it up the graft. He placed a 22fr cook sheath and could not advance it very far. Upon removing the sheath, he ruptured the external iliac on the left side. (1820334-2009-00679). The physician placed a zenith iliac zt leg from the distal end of the left limb previously implanted. This still did not cover the rupture completely, so he placed another zenith iliac leg. After ballooning, he solved the problem of the iliac rupture. To solve the endoleak the physician placed another manufacturer's 26 x 40 cuff and it seemed to solve the problem of the type I endoleak. The physician looked at different views and there was no more filling of the sac. He then placed a zenith leg extension graft at the junction of the older distal end of the 14 limb and the proximal end of the zenith iliac zt leg due to the size difference. After final runs there were no more issues except some distal pulse issues. The physician went back in to fix the problem and there seemed to be no issues after. The current condition of the patient is unknown.

Manufacturer narrative:
Lot - unknown as not provided by reporter, expiration - unknown as lot is unknown. Event evaluation: still under investigation.